Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.

Manufacturer narrative:
The customer-reported fault alarm was confirmed during review of the driver's alarm history but could not be reproduced during investigation testing. One new alarm was recorded; a 34 fault code. This alarm is recorded when there is an intermittent communication between the onboard batteries and the driver, which can be caused by an onboard battery exchange when the driver is operating only on battery power (i.e., if one battery is removed too quickly after the first battery has been replaced and the driver is not connected to external power) or as a result of an onboard battery not being fully latched into place or being damaged. Because of this, it is likely that the observed fault code occurred during a battery exchange or because a battery was not fully latched into place. The driver passed all sections of functional testing. Additionally, because of the recorded 34 fault code, an onboard battery exchange test and an onboard battery discharge-recharge test were performed on the driver. It performed as intended with no alarms produced and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4452 follow-up report 1.